Event description:
It was reported the patient experienced intermittent stimulation following a replacement of the ins. There was no replacement of the lead or extension. Impedance measurements were normal. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4)